Event description:
It was reported that the patient fell, resulting in a fractured touchscreen on the ilet pump that rendered the screen unusable and led to trouble operating the device; blood glucose was affected, reaching 384 mg/dl, and the patient reverted to subcutaneous insulin via pen. Symptoms included hyperglycemia with dry mouth. Outcomes included a delay to therapy due to the damaged screen. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related mechanical problem of the touchscreen consistent with fracture damage following a fall. It was concluded, based on previously established findings for similar reports, that the cause was traced to user circumstances.

Manufacturer narrative:
Initial.